Event description:
Upon end of procedure, the IV tubing was removed from the pump. At that time, it was noted the tubing had become disconnected at the distal end of the cartridge that fits in the pump where the IV tubing should not disconnect. There was no harm to patient. Manufacturer response for IV pump tubing, smartsite infusion set (per site reporter): left voice mail message for customer service. Arrangements made to send equipment to manufacturer for investigation and device issue reported to clinical investigator.